Event description:
It was reported the patient was implanted, in post-op the patient complained of numbness and mild weakness in legs. The patient was programmed and experienced effective stimulation coverage. Follow-up determined the patient was sent home the following day. The physician does not believe the symptoms were device related.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.